Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2020. Customer was also experienced diabetic ketoacidosis. Blood glucose at the time of event was 29 mmol/l. Current blood glucose was 8.5 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. Treatment provided by hospital was intravenous insulin drip and injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.